Event description:
Patient scheduled for removal of tunneled dialysis catheter. Local anesthesia was attained. An initial attempt to free the cuff revealed a loose cuff that came out freely. There was no blood within the catheter indicating that the patient probably had a transection 2 weeks ago when he was noticing the symptoms of blood leak at his exit site. The catheter was then observed under fluoroscopy to be transected with its tip dangling in the right atrium. There also appeared to be a fibrin sheath communicating with the tunneled dialysis catheter. Patient transferred to hospital for snaring of foreign body to be performed by a cardiologist. Patient was in stable condition.